Event description:
It was reported that the balloon showed a hole - a rupture. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. The balloon inflated but would not maintain inflation due to leakage from a slit in the catheter body. The slit is located at the distal edge of the thermal filament (middle form) and enters the inflation lumen. CAPA closed. Slit condition related to balloon inflation. Corrective and preventive actions were implemented in two different ways, extrusion and middle forming. Extrusion improvements include increasing extrusion sample size for wall thickness and outside diameter, implement mold management at extrusion area, develop extrusion fmea, and establish process control at extrusion area. Middle forming improvements include developing middle forming fmes, determine optimum middle forming parameters, implement process control at middle forming operations, determine best middle forming tube orientation to reduce party line, implement and inspection system for middle forming dies and mandrels, implement middle forming mandrel options and implement a first article inspection for middle forming dies at incoming inspections area.